Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv4086 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the catheter leaked fluid near at 0 scale when pre-flushed with normal saline. No other information was provided.